Event description:
Dr. Used the endotine ribbon device in the jowl of the patient. Ten (10) days later, the patient returned to the doctor and the doctor noticed a skin abcess on the left side. The patient reported soreness on right side, but no skin redness.

Manufacturer narrative:
After the initial post operative visit, the patient did not return for 18 days despite being told to come back in a week. At the time, the patient returned, an abcess was noted on the left side. The abcess was drained and the device trimmed. The patient had several additional surgeries over and over the next two to three weeks and was placed on antibiotics. At each of the surgeries, inflammation was noted, but no signs of pus or infection (no cultures were ever taken). The doctor has removed the portion of the device in the area of noted pain. The doctor has admitted that he applied "too much" tension during placement of the device. However, he is uncertain as to the direct cause of the pain. Patient has been non compliant regarding doctor prescription of medication. The doctor will continue to work with patient to reduce the pain.